Event description:
It was reported that the patient's implant was "rubbing against a nerve" in her right hip area causing weakness in her leg and pain in the hip area. The patient also needed to be programmed for increased pain coverage in her back. Additional information received reported that the cause of the event was that the patient suddenly had pain around the generator anytime it was touched or moved. The patient also had positional stimulation when in use. The device was explanted on (B)(6) 2012. The patient did not require hospitalization and patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer. (B)(4).